Event description:
The pt reported she has had issues with the needles in a box of infusion sets she opened about a month ago. She stated that one headset was bent out of the package so she threw it away. She said it hurts more than usual to insert the headset. She stated when she removes the infusion headset from her infusion site the needles are bent and her site is hard and sore. The pt stated she has received occlusion messages on her insulin infusion device (competitor product) and has had to change the infusion headset after less than a day. No blood glucose affects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.